Event description:
It was rpeorted that a file separated in the canal, unbeknownst to the doctor during the initial treatment, subsequent to filling the canal, the pt experienced some discomfort and, as a result, the doctor re-treated the tooth. Though an improvement was reported after the tooth was re-treated, the pt ultimately experienced further discomfort and sought treatment from an oral surgeon who extracted the tooth.